Manufacturer narrative:
Section a4: patient weight was not provided. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was recently admitted for outflow graft obstruction corrected by an outflow graft revision (MFR# 2916596-2025-03205). It was also reported that the patient's ventricular assist device (vad) reportedly turned itself off while being connected to the power module shortly before 10:55 am. When the vad coordinator arrived, the patient had already been placed on a different power module. While the patient was receiving the support, the vad coordinator saw the ipad screen lose all feed to the monitor despite the patient's white cable being connected and no one changing anything. There was a connect driveline alarm. The vad coordinator performed a system controller change and issued a new low flow controller. Log files were sent for review. The event log file only captured the controller exchange (B)(6) 2025 at 11:54. There were no notable events in the log file prior to the exchange of the controller.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted log files could not confirm the reported pump stops. A specific cause for these events could not be conclusively determined through this evaluation. Review of the submitted log files captured the pump functioning as intended until the driveline was disconnected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. The patient handbook and IFU also provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The event log file only captured a driveline disconnect alarm associated with controller exchange (B)(6) 2025 at 1154. There were no notable events in the log file prior to the exchange of the controller.